Manufacturer narrative:
The investigation for the console (aic) pump stop has been completed. Data logs from the console confirmed pump stop and pump restart attempts from the date of complaint. Real time logs confirm that the motor current drops to zero without over current load reflecting a pump stop driven by the aic. The console was returned for evaluation and upon evaluation, was run at all p-levels with a similar pump without replicating the failure mode. Power supply from the pbm to the impellatronics board was tested to be within specification. The root cause for the pump stop could not be determined due to not being reproduced. Added- d9 device return date corrections to the initial MFR report: f6/f8 should have been left blank.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: warnings and cautions: to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a 74-year-old male with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that on day 7 the pump stopped. The pump stop prompted pump explant. Upon explant thrombosis was seen at the pump. The pump was not replaced as the weaning was ongoing at the time of the pump stop.